Manufacturer narrative:
Updated fields - b4,d9,e1(event site postal code - 09581-110),g3,g6,h2,h3,h6(type of investigation,investigation findings,investigation conclusions),h10. Additional information: (B)(4). A getinge field service engineer (fse) evaluated the unit and resolved the issue by calibrating the helium gas cylinder. Fse then tested the safety and functionality as per factory specifications and iabp was then returned to customer for clinical use.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Event description:
It was reported that during a pre-use check by the customer, the cs100 intra-aortic balloon pump (iabp) had an error code 5. There was no patient involved reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restrictions in block e1 telephone number : (B)(6).